Manufacturer narrative:
The device was returned for analysis, evaluation still in progress.

Event description:
The materials manager indicated that the inner blade of a trackable blade while it was spinning broke off in the patient. The piece was retrieved and the case continued. There was no patient impact.

Manufacturer narrative:
The product analysis of the reported device, part number 1884080em lot number 0213763325 is complete. A microscope and calipers were used to evaluate the device. Visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal valley which resulted in the observed break. There was uneven wear inside the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The failure mode in the complaint samples could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.